Manufacturer narrative:
The event of seroma-late s a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side rupture, "biocell implants," and "fluid." The patient additionally reported "staying sick since implant surgery;" this event is not related to the device. Device has been explanted.